Manufacturer narrative:
The device was received deployed. The data shows the device completed both the first and second priming sequences and delivered 2213 pulses, including multiple boluses. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would result in a needle mechanism failure. Inspection of the device found no damages or defects that would contribute to an improper insertion of the cannula. The cause of the reported cannula unsure properly inserted could not be conclusively determined. Inspection of the soft cannula found no bends or kinks. Corrosion was observed on multiple internal components including the pcb, top battery, and mechanism rails and the commutator cap was observed to be contaminated with fluid. When the fluid path was tested, fluid was observed to be leaking out of the back of the nail head of the soft cannula. This internal leaking led to the internal corrosion and fluid contamination of the commutator cap. Despite fluid being observed on the commutator cap, no data abnormalities were observed in the download data and they did not appear to affect pod operation.

Event description:
It was reported that the patient's blood glucose levels rose to 600 mg/dl while wearing the pod between 24 and 36 hours. The needle deployed but the cannula did not insert into the skin and the pink slide did not move forward, indicating a needle mechanism failure. When the pod was removed from the infusion site (arm), the pod's cannula was found bent and a bit longer than normal. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, operating system: bp2a.250605.031.a3.s931usqs6byif, hardware: sm-s931u, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.